Manufacturer narrative:
Additional info has been requested. Device was removed and replaced with another device. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During im nailing of a hip fracture with a trochanteric fixation nail, it was noted after placing the nail that the internal locking mechanism on the nail had migrated down into the locked position. While placing the helical blade through the nail, the helical blade hit the locking mechanism, causing it to break. The surgeon had difficulty removing the nail and helical blade, as the two devices were stuck together. The nail and helical blade were removed and replaced. A piece of the locking mechanism from the nail was left inside the proximal femur bone. Procedure was extended by an additional hour. This is the 2nd of 2 reports submitted on this event.